Event description:
Correction: all follow-up regarding the pump replacement due to end of service (eos) and end of life (eol) will be included in manufacturer¿s report 3004209178-2012-09528.

Event description:
Additional information received reported further event detail. The patient had the catheter replaced, as already reported, when an issue was discovered while replacement of the pump was taking place due to end of service (eos), end of life (eol) date of the pump. The patient was experiencing increased pain, and the healthcare provider (hcp) suspected a catheter issue. When the hcp was doing the planned pump replacement a tear was discovered in the catheter, therefore, it was revised at that time. The hcp was not aware of any further catheter issues. Hcp indicated that the patient had not had any issues since the total system replacement and was receiving effective therapy. The medications in the pump at the time of the event were compounded baclofen concentration of 3mcg/ml at a daily dose of 0.6 mcg/day, and hydromorphone with a concentration of 30mg/ml at a daily dose of 2.62mg/day. Specific pump and catheter detail was additionally provided, so please note identification numbers and applicable manufacturer information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a broken catheter. The reporter stated that the catheter was broken "where the tubing goes into the pump". The patient stated that the healthcare provider (hcp) left "lines from the catheter in", and that her back "looks like a road map". It was unclear if and/or when revision took place, or if the catheter was left in and if it was, what segment(s). The medication in the pump was dilaudid. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, revised (B)(6) 2012. Product type: catheter: product ID 8590-1, lot# j12296r. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).